Event description:
This is the second report of two involving a mayfield 2000 skull clamp from the same facility. The report was described as follows, "mayfield head rest that is not locking. We have had 2 critical incidents where we thought it was locked and the head rest has let go and the pt' head fell." It was also stated that there were 2 pts that the headrest slipped on and that there were no injuries reported to these pts.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.